Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump had a broken reservoir tube lip. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.